Event description:
The device was used in laparoscopic gastric bypass. Postoperatively the patient received a blood transfusuion. However, no device malufunction was reported. Subsequently, there have been no additional patient consequences reported.